Event description:
The complainant reported that during the initial set up and connection of impella cp to the automated impella controller, the staff started the impella cp outside of the body while 0.018 wire was loading and ez lumen guide was still in place. The impella cp was immediately stopped. The physician decided to implant this impella cp. Once the impella was in the left ventricle, the impella cp was started. An error message of placement signal not reliable was noted. This alarm did not resolve. The impella cp was explanted and an additional impella cp was implanted without issue. The patient survived the event.

Manufacturer narrative:
A.5 ethnicity is unknown. The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of placement signal issue has been completed. The impella device was not returned for evaluation. Clinical details noted that pump was started outside of the body with 0.018 guidewire and red lumen still in pump. Additionally, alarms were triggered when the pump was turned on and unable to be resolved. The failure mode of "placement signal issue" was changed to "optical signal issue" as the impella cp only has an optical sensor and no differential pressure sensor. The root cause of the optical signal issue could not be determined as no product or data logs were returned for evaluation. G.1 reporting contact fax number was missing from the initial manufacturer device report 1220648-2024-17752 and was added. H.6 code 1559 was reported on the initial manufacturer devicer report 1220648-2024-17752 and due to investigation results have been revised to reflect code 2917.